Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused. This was identified after use of the device for an unspecified patient infusion. It was further reported that after 36 hours of using, only half of the product (about 120ml) was consumed with a flow rate of 66.6%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused. This was identified after use of the device for an unspecified patient infusion. It was further reported that after 36 hours of using, only half of the product (about 120ml) was consumed with a flow rate of 66.6%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10: h10: the customer returned a sample with lot 21a012 for evaluation. The sample was returned containing 111 ml of residual drug fluid in the bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted for received lot 21a012 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.